Event description:
While preparing to incubate a pt, mcgrath mac was powered on and the screen did not light up in normal time, it took over 30 seconds to illuminate. At that time it was very dim and hard to see. The pt's airway was successfully managed without add'l delay. Upon return to base location, the mcgrath was again powered on and repeated the last performance. The battery was replaced and the screen then was fully lit, the battery upon removal indicated as having 68 minutes left before needed to be changed. There was not an impact on this pt, however, it is considered an event not expected. Concern if this is happening elsewhere with this device. The replacement batteries are expensive and this one, although not effective, was showing significance available use at the time of switchout.